Event description:
Account alleged that with a load in the bed, the head section drifts down and will not raise.

Manufacturer narrative:
Account found that the CPR cables were adjusted too tightly. Account re-adjusted the CPR cables to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.